Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas 8000 e 602 module (e602). The sample was tested on the e602 analyzer, resulting as 58.88 ng/l. The 58.88 ng/l value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested on the e602 analyzer, resulting as 8.28 ng/l. A third sample was collected from the patient and tested on a second e602 analyzer, resulting as 7.62 ng/l. On (B)(6) 2018, the doctor questioned the patient results. All three samples were then repeated on the e602 analyzer on (B)(6) 2018. The complained sample was repeated twice, resulting as 7.94 ng/l and 9.01 ng/l on (B)(6) 2018. The repeat result from the second sample was 7.87 ng/l and the repeat result from the third sample was 8.37 ng/l. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 245180, with an expiration date of 30-sep-2018. The laboratory performed a reverse blood grouping test on the complained sample and the second sample. Both samples were found to have group a blood type. Quality controls were acceptable. Precision studies were performed and these passed. The investigation was unable to find a definitive root cause. As the complained sample showed some red strands in and above the gel, an issue related to sample quality was possible.